Event description:
Facial splash of hiv-contaminated blood (saline flush) while drawing blood from a subcutaneous port using the flush/mix method with syringe. Needleless system in use. Apparently pressure built up in catheter and forced the cannula out of the injection cap. A spray of solution then came out of the pre-pierced injection cap. Nurse was tested for hiv as per osha guidelines and will be followed for 1 year. Nurse had previously been vaccinated for hepatitis b.